Manufacturer narrative:
Date of event was approximated based on within last few weeks.

Event description:
It was reported that the burr became stuck in the lesion. A rotablator rotational atherectomy system was selected for an atherectomy procedure. During the procedure, the device because stuck in the lesion. There were no reported patient complications.